Event description:
Laser technician reported a thin lasik flap case. The surgeon was able to lift the flap and complete the procedure. The patient was noted to be doing well postoperatively.

Manufacturer narrative:
During an on-site visit, the tm (territory manager) could not find any issue with the system. All test cuts were within specification. Vacuum was working properly. System verification was completed successfully. System was found to be operating within specifications. No technical root cause could be determined, as the system was operating within specifications. (B)(4).